Manufacturer narrative:
No further information is available on the repair of the bed at this time. A supplemental report will be sent when this information becomes available.

Event description:
The account called about a bed that is in the children intensive care ward. The account reported the head end of the bed has gone up by itself and with no functions being pressed. The account also reported they later had issues with lowering the head section. No patient injury reported.